Event description:
It was reported that during clinic follow-up, reduced battery longevity was noted on the patient's pacemaker (pm). No changes or interventions were reported. The patient's condition was stable.